Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent system products that are cleared in the us. The pro code for the fluency plus vascular stent system products is identified. The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned for evaluation and a photo was provided. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10120 vascular stent graft allegedly experienced difficulty or delayed positioning and misfire. The information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient was (B)(6) years old and weight was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned for evaluation and a photo was provided. Therefore, the investigation is confirmed for difficulty or delayed positioning and misfire. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent system products that are cleared in the us. The pro code for the fluency plus vascular stent system products is identified in d2. H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10120 vascular stent graft allegedly experienced difficulty or delayed positioning and misfire. The information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient was 67 years old and weight was unknown.